Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was shutting off and it was showing an auto shut off message. Customer also reported receiving a no delivery alarm. Customer's blood glucose level at the time 123mg/dl. No additional information was provided.